Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd syringe experienced 40 cases of scale marking issues and 60 cases of damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via survey response that the clinician encountered scale marking issues (e.g. Missing/misprinted/blurred scale markings) 20 and package open before use (30) related to luer lok and luer slip tip syringes as well as scale marking issues (e.g. Missing/misprinted/blurred scale markings) 20 and package open before use (30) related to catheter tip syringe.